Event description:
Reliant balloons were used in a patient as an accessory product, during an endovascular treatment, of an abdominal aortic aneurysm, approximately four weeks ago. Aneurysm and vessel morphology were not reported. It was reported that while the balloon was being prepped, the physician attached the syringe to the balloon lumen; however, could not fill and deflate the balloon and air was leaking from the balloon. The decision was made to not use this balloon. Another reliant balloon was inserted in the patient; however, the balloon burst during use. Another reliant balloon was used to successfully complete the case. No clinical sequelae were reported, and the patient is fine. The balloon catheter was discarded by the user facility.

Manufacturer narrative:
(B)(4). Evaluation results: (balloon rupture).